Event description:
Consumer reported complaint for dead meter. At the time of the call the customer was experiencing blurry vision and thought her blood glucose to be high; customer stated she was on steroids for 10 days and that is the cause of the high reading. Medical attention was not needed at the time of the call. The customer is using competitor's test strips with the true metrix meter. During the call the true metrix meter powered on by manually pressing the button. Customer was going to obtain the correct test strips.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as no expected product returned. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.